Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. After exposure to moisture, all keypad buttons are entirely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found, unable to duplicate customer complaint. Pump keypad shows no signs of wear and all symbols are legible. No evidence of peeling or tearing. All keypad buttons function normally. No evidence of problems with keypad springback or needing excessive force. Removed keypad cover. No evidence of contamination noted with keypad cover removed.